Manufacturer narrative:
(B)(4).

Event description:
It was reported that a change sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported event of a change sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.